Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded the following possible causes: improper battery connections and/or improper charging.

Event description:
Alleges going up a ramp when scooter malfunctioned. The scooter allegedly lost power and would not go anywhere. Consumer tried to get up but fell since he was on an incline and one of the back wheels came off the ground.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges going up a ramp when scooter malfunctioned. The scooter allegedly lost power and would not go anywhere. Consumer tried to get up but fell since he was on an incline and one of the back wheels came off the ground.